Manufacturer narrative:
An event regarding pain involving a securfit stem was reported. The event was not confirmed. Device evaluation not performed as the reported device was not returned for evaluation. A medical review was performed and concluded that based upon the limited information, it is not possible to establish a root cause of failure for this pi case although there does not appear to be a relationship with device-related aspects. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. A medical review was performed and no evidence of a device related issue noted. A root cause of the pain could not be determined

Event description:
It was reported that secure fit stem revised for pain.

Manufacturer narrative:
Other devices listed in this report: cat # 19-0000t, lot # 32797003, description: uni adaptor sleeve c taper ti; cat # 6519-1-040, lot # 33669601, description: delta un.fem hd 40mm r40. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation. Patient retained devices.

Event description:
It was reported that secure fit stem revised for pain.